Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer's blood glucose was over 390 mg/dl. The customer did not recall doing anything abnormal when the alarm occurred. Troubleshooting was done. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by a set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.